Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available

Event description:
Pt was booked for revision t2-l2 posterior spinal fusion, patient request. Original surgery (B)(6) 2015, for kyphosis. During revision surgery, it was noticed that the rod on r) side at t6, was broken. It was broken in the screw head and was not seen until the set screw was removed. The rods were removed on r) and l) side and the screws in t6,7,8 and t10 were replaced as well as the rods and set screws. The patient is tall and of a solid build. (B)(6) male patient. X-rays and picture of the rods available.